Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported, the patient did not recharge the ipg as recommended for an extended period of time due to an unrelated illness. In turn, the ipg could no longer communicate with the external devices. The event date is unknown. As a result, the ipg was explanted and replaced.